Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample. The initial result was <3.00 pg/ml with a data flag. The result was not reported to the doctor because the patient's history showed the result the day prior was high (around 200 pg/ml). The repeat result was 197.8 pg/ml with a data flag. This result was believed to be correct and reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 13868401 with an expiration date of 07/31/2017. Based on the information provided, a clear root cause could not be identified. A preanalytical issue could not be excluded as the manufacturer's recommendation for centrifugation time was not followed and the customer was not using the recommended sample tube adapters.